Manufacturer narrative:
A steris service technician arrived on site to inspect the atlas transfer carriage and found that the transfer carriage rail was bent, causing the carriage to mis-align to the rail inside the sterilizer. Upon further investigation it was learned that the employee "pulled forcefully" on the atlas transfer carriage at the time of the reported event. To resolve the issue, the technician adjusted the rollers and washers on the transfer carriages, straightened the rail guides, and ensured the sterilizer docking points were level with transfer carriages. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury to their shoulder while attempting to remove the atlas transfer carriage from the sterilizer. The employee sought medical treatment; however, it is unknown what medical treatment was administered.